Manufacturer narrative:
Correction: disregard file- this file was erroneously reported as dim segment; however, was not needed.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, one of the modules did not show any numbers on the screen even though the actual module was actively infusing. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, one of the modules did not show any numbers on the screen even though the actual module was actively infusing. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, one of the modules did not show any numbers on the screen even though the actual module was actively infusing. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.